Event description:
Pt underwent MRI scan of lumbar and thoracic spine to rule out tumor. Numerous series were taken, each taking approx 3-5 minutes. Pt did not have complaints of pain during exam. On 11/19, pt seen by primary care physician with blistering to lower spinal area.